Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a surgery for removal of an implant post successful bone union at t3-l1. During surgery, the tip of the hex driver broke. No fragment of the device remained in the patient. No patient complications were reported as a result of the event.

Manufacturer narrative:
Product analysis: visual and review confirms angulated fracture of the distal tip of the driver. Microscopic examination examination of the fracture reveals an angulated quasi-brittle fracture, with no indication of fatigue, and river lines in the fracture surface suggest the possible direction of crack propagation. The above observations are consistent with bend stress overload as the mechanism of failure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.